Manufacturer narrative:
E1 - initial reporter phone: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified right superficial femoral artery. A 4mm x 20mm x 144cm coyote es balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon first inflation at 6 atmospheres for 30second. The device was removed without any problem, and the procedure was completed with a different device. There were no patient complications as a result of this event.